Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in emergency room on (B)(6) 2017 due to high blood glucose. The customer's blood glucose at the time of incident was over 501 mg/dl, current blood glucose is 467 mg/dl. It was also stated that drive support cap was normal. The customer experience symptoms like dizzy headache. The customer treated high blood glucose with shots and intravenous drip in the emergency room. The customer was advised that the replace the insulin pump. The insulin pump will not be returned for analysis.